Manufacturer narrative:
(B)(4). Reported event was confirmed as the pictures received show that the product was broken. The product was returned and lab analysis was performed. The returned item has been inspected according to an internal checklist, as part of our documentation process, which describes the different items to review. When we received the product it was in two parts. We noticed that the product was broken at the top of the piece. The review of the device manufacturing quality record indicates that (B)(4) products gts trunnion s-2, reference 110025196, lot number 369650 were manufactured on 28 september 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 1 complaint has been recorded for gts trunnion rasp, over the batch 369650 within one year. According to available data, the most probable root cause is a manufacturing issue. A corrective action has been initiated for this type of issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported breakage of rasp gts -2 during preparation of the femoral canal. The rasp is extracted with the appropriate extractor. The procedure proceeded using the next gts rasp measure, bigger than the gts rasp -2. Delay of 5 minutes. No harm to patient or operator. Part of the patient involved: right hip.

Event description:
It was reported breakage of rasp gts -2 during preparation of the right hip femoral canal. The rasp was extracted with the appropriate extractor. The procedure proceeded using the next gts rasp measure, bigger than the gts rasp -2. A delay of 5 minutes and no harm to patient or operator was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. According to available data, the most probable root cause is a design / raw material combination which was leading to a weakness in the trunnion connexion. A corrective action has been initiated for this type of issue. Please note that this corrective action does not affect products distributed in the us. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: gts standard femoral stem size +4; item : ps129gp4; lot : j6419602. Exceed abt ringloc-x shell porous coated: 056mm; item : 131356; lot : 6503418. Ringloc-x e1 hi-wall liner 56/36mm; item : ep-053656; lot : 6431285. Delta modular ceramic head 036/0mm 12/14; item : 650-0837; lot : 2019040523. Report source, foreign - event occurred in (B)(6). Recall was performed on the affected item. Please note that the items in the scope of this recall were not delivered to the USA. The review of the device manufacturing quality record indicates that (B)(4) products gts trunnion s-2, reference 110025196, lot number 369650 were manufactured on 28 september 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was breakage of rasp gts -2 during preparation of the femoral canal. The rasp was extracted with the appropriate extractor. No adverse event has been reported as a result of the malfunction.